Event description:
The customer reported intermittent v1 interference. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported intermittent v1 interference. There was no reported adverse pt impact. The philips repair bench evaluated the device and isolated the issue to a defective trunk cable. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.